Event description:
It was reported that: "on (B)(6) 2023, the ars was found damaged during use on the patient." Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). The report of a broken syringe tip was confirmed through complaint investigation. Visual analysis revealed that the ars tip had become broken and was lodged inside the hub of the needle. The customer provided one image showing the contents of an opened hemodialysis kit which revealed that the ars tip had separated. The customer also returned one, opened hemodialysis kit for analysis. The arrow raulerson syringe (ars) and introducer needle would be analyzed as part of this complaint. The separated portion of the ars was lodged inside the hub of the 18ga introducer needle. Microscopic examination confirmed the separation and revealed white stress marks around the separation, which is damage consistent with an undue force applied. The separated tip was dislodged from the needle hub. It was observed that the inner cannula from the ars had also become separated and was bent/pinched. The tip of the syringe was dislodged from the hub of the 18ga introducer needle with relative ease. The hub of the needle was tested with the male luer gauge and was within the specified range. This indicates that the luer was conforming per iso. The returned needle was attached to a lab inventory ars. The connection appeared secure and intact. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Tele flex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "(B)(6) 2023, the ars was found damaged during use on the patient."additional information has been requested from the account.